Event description:
It was reported that (1) device was used during a anterior resection. It was reported by the affiliate that the surgeon was using the tl30 stapler to complete a distal transection of the large bowel deep in the pelvis. Surgeon wound the stapler down onto the tissue and felt as if the mechanism was unusually stiff in its action. The stapler was then fired, and the staple line was found to be incomplete, requiring oversewing deep in the pelvis adding to the operative time. There was no further consequence to the pt.